Manufacturer narrative:
Follow up 21-oct-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed spontaneous case is under litigation. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and a few months later, she had pelvic pain. Five months later, she underwent a partial salpingectomy because essure had perforated her left fallopian tube. As some symptoms continued, she underwent a hysterectomy and partial salpingectomy to remover cervix, uterus and right fallopian tube around a year later. Pelvic pain and fallopian tube perforation are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that perforation may occur, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since device removal was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure had perforated her left fallopian tube/perforation (fallopian tube(s)),"), pelvic pain ("severe abnormal pelvic pain/pain,"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("severe, abnormal menstruation pain/dysmenorrhea (cramping),") and genital haemorrhage ("abnormal, heavy bleeding") in a 44-year-old female patient who had essure (batch no. C76451) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera on (B)(6) 2014. Concurrent conditions included sleep unwell (on her abdomen), uterine bleeding and biopsy (menstrual endometrium). Concomitant products included ciprofloxacin, medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and metronidazole (flagyl). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 11 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), the first episode of migraine ("migraines / headaches"), fatigue ("fatigue"), weight decreased ("weight loss") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced the second episode of migraine ("migraines"), rash ("skin rashes/skin breaks out"), pruritus ("itching") and weight fluctuation ("weight fluctuations"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced visual impairment ("vision/eye problems type: diminishing sight,"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("severe, abnormal lower abdominal pain"), abdominal pain ("severe, abdominal cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"), menorrhagia ("prolonged, abnormal menses."), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), pain in extremity ("leg pain"), back pain ("back pain") and headache ("head pain"). The patient was treated with hydrocortisone, surgery (hysterectomy with unilateral salpingectomy with right and left salpingectomy), surgery (hysterectomy with unilateral salpingectomy with right and left salpingectomy) and surgery (hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, genital haemorrhage, abdominal distension, abdominal pain lower, vaginal discharge, vaginal infection, menorrhagia, the last episode of migraine, pruritus, weight fluctuation, vaginal haemorrhage, visual impairment, weight decreased, weight increased and alopecia had resolved, the uterine haemorrhage, pain in extremity, back pain and headache outcome was unknown and the abdominal pain, rash and fatigue had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, pain in extremity, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, weight fluctuation, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: (B)(6) 2015 and (B)(6) 2016 unilateral salpingectomy left salpingectomy hysterectomy with unilateral salpingectomy with right and left salpingectomy (note discrepancy per mr (B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), fallopian tube perforation, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received, plaintiff´s medical history, concurrent condition and concomitant medication, treatment medication were provided. Events added per pfs: abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal) type: vaginal, rashes or skin conditions type: rashes, migraines / headaches, vision/eye problems type: diminishing sight, fatigue, weight gain / loss, leg pain, head pain, back pain, anxiety. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure had perforated her left fallopian tube/perforation (fallopian tube(s)),"), pelvic pain ("severe abnormal pelvic pain/pain,"), dysmenorrhoea ("severe, abnormal menstruation pain/dysmenorrhea (cramping),"), genital haemorrhage ("abnormal, heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 44-year-old female patient who had essure (batch no. C76451) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera on (B)(6) 2014. Concurrent conditions included sleeplessness (on her abdomen), uterine bleeding and biopsy (menstrual endometrium). Concomitant products included ciprofloxacin, ibuprofen from 2014 to 2017, medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and metronidazole (flagyl). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 11 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged, abnormal menses."), weight fluctuation ("weight fluctuations"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of migraine ("migraines"), fatigue ("fatigue"), weight decreased ("weight loss"), weight increased ("weight gain"), headache ("head pain/headaches") and rash papular ("bumpy rash on neck arm & legs"). In (B)(6) 2014, the patient experienced the second episode of migraine ("migraines"), rash ("skin rashes/skin breaks out") and pruritus ("itching"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced visual impairment ("vision/eye problems type: diminishing sight,") and vision blurred ("vision problem : blurry vision"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("severe, abnormal lower abdominal pain"), abdominal pain ("severe, abdominal cramping"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"), pain in extremity ("leg pain") and back pain ("back pain"). The patient was treated with hydrocortisone, surgery (hysterectomy with unilateral salpingectomy with right and left salpingectomy), surgery (hysterectomy with unilateral salpingectomy with right and left salpingectomy) and surgery (hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, genital haemorrhage, abdominal distension, abdominal pain lower, vaginal discharge, vaginal infection, menorrhagia, the last episode of migraine, pruritus, weight fluctuation, vaginal haemorrhage, visual impairment, weight decreased, weight increased and alopecia had resolved, the uterine haemorrhage, pain in extremity, back pain and headache outcome was unknown and the abdominal pain, rash, fatigue, vision blurred and rash papular had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, pain in extremity, pelvic pain, pruritus, rash, rash papular, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased, weight fluctuation, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: (B)(6) 2015 and (B)(6) 2016 unilateral salpingectomy - left salpingectomy hysterectomy with unilateral salpingectomy with right and left salpingectomy (note discrepancy per mr (B)(6) 2016) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage (confirming genital hemorrhage), fallopian tube perforation, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of ptc ( product technical problem ) on 13-jul-2018: pfs received. Concomitant drug were added. Added event blurry vision, bumpy rash on neck, arms & legs. Updated onset date,outcome. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 07-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent birth control. Over the next few months, she began experiencing bloating; severe, abnormal menstruation pain; severe, abnormal lower abdominal/pelvic pain; severe, abdominal cramping; vaginal discharge and infection; abnormal, heavy bleeding and prolonged, abnormal menses. In (B)(6) 2014, the plaintiff also began experiencing migraines; skin rashes; itching; weight fluctuations. On (B)(6) 2015, she had hsg (hysterosalpingogram) test that confirmed full occlusion of her fallopian tubes. The plaintiff missed work due to the migraines she experienced. On (B)(6) 2015, she underwent a partial salpingectomy that removed the left fallopian tubes because the essure had perforated her left fallopian tube. The plaintiff was informed that the right essure device was placed correctly and did not need to be removed. Some of her symptoms continued post removal of the left fallopian tube and device. After still experiencing symptoms, she underwent a hysterectomy and partial salpingectomy to remove her cervix, uterus, and right fallopian tube was forced to miss work (B)(6) 2016 to recover from the second removal surgery. Since the removal surgery, she still experiences migraines but her other symptoms have mostly resolved. Company causality comment: this non-medically confirmed spontaneous case is under litigation. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and a few months later, she had pelvic pain. Five months later, she underwent a partial salpingectomy because essure had perforated her left fallopian tube. As some symptoms continued, she underwent a hysterectomy and partial salpingectomy to remover cervix, uterus and right fallopian tube around a year later. Pelvic pain and fallopian tube perforation are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that perforation may occur, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.